Event description:
It was reported that during a laparoscopic gastric bypass procedure, the sleeve and the trocar leaked from the beginning of the procedure. It was in the insertion of the trocar and you could hear the hissing sound. They had to use more gas than normal, about 100 liters, instead of 50-60 liters. They also had to change trocars to a different code and a multiple use trocar. That helped a lot, but still there was a small leak from one of the other sleeves. As a result of the complications encountered with this device, the procedure was prolonged 45 minutes and the patient was under anesthesia for a longer period of time. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failed. The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.